Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, h3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after the repair was completed where the main cart battery was replaced, the site called the medtronic representative (rep) afterwards to note they had left the system turned on and had unplugged the power cable to move the unit into another room. When the system was powered back on, the main cart and camera cart showed 'no video detected'. The rep verified the high-definition multimedia interface (hdmi) on the main cart. The compact disc (cd) drive opened which indicated the computer received power. The uninterruptible power supply (ups) status was confirmed and it functioned as intended. The rep reseated the batter connection and the system then powered on as intended after a hard shutdown. The cause was suspected to be that the system was not properly shut down.